Event description:
The customer reported that there were missed alarms on two patients at the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported that two patients were not monitored on the cns and rns, the nurse noticed the patients were not monitored and promptly admitted them. The customer stated the patients may not have been admitted at the time the nurse discovered it, causing them not to be seen on the cns and the rns. There were missed alarms on two patients and the customer asked for directions on how to read the logs they had downloaded. There was no patient injury reported. Investigation summary: the issue was caused due to lack of user knowledge regarding admitting and discharge of patients on the cns. Hence, the root cause of the issue is insufficient user training. The reported issue does not require further investigation through CAPA process since the issue was caused due to improper user training regarding cns functionality. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 04/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/05/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 04/06/2021 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 04/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/05/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 04/06/2021 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 04/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/05/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 04/06/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Z transmitters: model #: zm-531pa, serial #: 11765 & 11772, device manufacturer data: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: ni. Manufacturer references # 300241410 - 102688 follow up 001.

Manufacturer narrative:
The customer reported that two patients were not monitored on the cns and rns, the nurse noticed the patients were not monitored and promptly admitted them. The customer stated the patients may not have been admitted at the time the nurse discovered it, causing them not to be seen on the cns and the rns. There were missed alarms on two patients and the customer asked for directions on how to read the logs they had downloaded. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 04/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/05/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 04/06/2021 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 04/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/05/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 04/06/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: 04/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/05/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 04/06/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: rns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Z transmitters: model #: zm-531pa serial #: (B)(4). Device manufacturer data: ni. Unique identifier (UDI) #: 4931921115107.00. Returned to nihon kohden: ni.

Event description:
The customer reported that there were missed alarms on two patients at the central nurse's station (cns).